Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, on (B)(6)2025: patient with midline diffusing subcutaneously during antibiotic treatment with daptomycin, causing inflammation and local pain with inflammatory placards two days after insertion. It had been inserted on (B)(6)2025 - patient has very precarious venous capital, hence insertion of midline. Midline removed. No other information was provided. Additional information provided 07 march 2025: it was reported, patient received application of a glycerol alcohol dressing to the areas of diffusion.

Event description:
It was reported, on (B)(6) 2025: patient with midline diffusing subcutaneously during antibiotic treatment with daptomycin, causing inflammation and local pain with inflammatory placards two days after insertion. It had been inserted on (B)(6) 2025: patient has very precarious venous capital, hence insertion of midline. Midline removed. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.